Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual investigation it was noted that the anchor was received disassembled from the driver. It was also noted that the device was disassembled from the inner portion of the device. The o-ring was not returned for investigation. It was also noted the tip of the driver was damaged. Due to the unpackaged state of the device, the as received condition could not be confirmed. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-1318ft suture anchor had an issue. During a hand and wrist procedure for a medi carpal fracture on (B)(6) 2022, when the scrub looked at the implant after having opened the package on the back table, the anchor tip had come out of the driver and could not be loaded back onto the driver, the device was damaged out-of-box. Nothing broke off inside the patient, it all occurred on the back table. They opened a new ar-1318ft suture anchor with the same lot number to complete the procedure successfully with no impact to the patient.